Event description:
Patient reported that she had not felt well and tested her blood-glucose with ibgstar meter. The result was 10 mmol/l. She injected insulin based on the reading and experienced a hypoglycemic event. An ambulance was called and she was brought to the hospital and recovered there.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided. Insulin could have contributed to the patient's hypoglycemia.